Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred the target lesion was located in the oblique marginal (om). A synergy drug eluting stent was successfully implanted. Four months later, the patient presented with chest pain. Stent thrombosis was noted and a percutaneous coronary intervention (pci) was performed to resolved the issue. No further patient complications were reported and the patient's status was fine.